Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the cardiac defibrillator had reached eri and exhibited premature battery depletion. The patient was stable. No further information was available.

Event description:
New information states the cardiac defibrillator was explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Correction - lot number and expiration date - manufacture date